Event description:
The site had placed a good device in a previously damaged base. The unit generated heat and damaged some of the electrical contacts. No injuries alleged. The device was replaced and requested to be returned for eval.